Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that preoperatively, an intraocular lens (iol) was noted to be scratched. A new lens was used to complete the procedure with no patient harm. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.